Event description:
I have been using the omnipod for approx 3 months and have had an excessive number of defective pods. Four have failed while filling with insulin, 2 have failed while priming, and one has failed after working for 12 hrs. I have also experienced three occasions where the cannula either did not insert properly or worked its way out after insertion. I am experiencing many more high blood glucose readings with this product than any other insulin pump I have used. I feel this product should be re-called until these problems can be resolved.